Event description:
Customer reported receiving erratic readings on her freestyle flash blood glucose meter. She additionally reported taking insulin based upon the readings she obtained and subsequently lost consciousness. Paramedics were called, started an intravenous infusion of unknown type, put a gel substance in her mouth, gave her food to eat and transported her (location not stated). Customer does not know if she received a diagnosis or if additional treatment was rendered. She further reported a reading of 154 mg/dl compared to a lab reading of 69 mg/dl on her freestyle flash blood glucose meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further acknowledged being on dialysis but could not say what type she receives. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer was not sure if the comparison readings were done within 10 minutes of each other. Attempts at gathering additional information regarding this case have been unsuccessful.